Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the affiliate. Requested and received the following information on 6/16/2010: (B) (6). The surgeon is used to use the stapler cdh29. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used upon an ablation procedure of a colorectal tumor; a termino-terminal anastomosis was performed on (B) (6), 2010 without issue--the donut was complete. Three days later, the patient experienced symptoms of an infection and an early peritonitis was diagnosed, which led the surgeons to check the anastomosis integrity. A reoperation was performed which revealed that the staple line was completely opened. The staples were removed and a temporary colostomy was performed. The continuity will be restored in six months. The patient is fine. According to the surgeon, the stapler may not be the cause of this issue.